Manufacturer narrative:
Review of procedure ID# (B)(6): alignment video and surgery video shows significant movement indicating patient was possibly breathing very heavy causing the eye to rock back and forth during the procedure. The patient movement may have led to perforation during the procedure. Patient movement should be closely monitored by the surgeon during the procedure to mitigate potential issues. Proper locking of the pid arm to the suction ring and patient cooperation are required to perform the procedure safely. System functioned as designed. A bcl was placed in the eye and patient is doing well. No further clinical follow up required.

Event description:
On (B)(6) 2026, doctor (B)(6) reported to cas that on procedure ID # (B)(6), they reported a full thickness ak that was leaking during surgery.